Event description:
A cannula fire was initiated by a source other than (external to) the oxygen concentrator. The specific source of ignition has not yet been identified. The oxygen concentrator was operating at the time the cannula fire was initiated. The cannula burned (like a fuse) from the point of ignition back toward and into the concentrator via the oxygen outlet spout. The unit was shut off by the pt as the fire was consuming the cannula material. The fire inside the concentrator self-extinguished once the supply of oxygen was depleted. There was no pt injury or reported property damage associated with this event. The concentrator was returned to the mfg location for evaluation.